Manufacturer narrative:
Date of event defaulted to the beginning of the month on 06/01/2017 as the exact date of event was unknown. An investigation of the device manufacturing records was conducted by the manufacturer. There were no deviations or non-conformances during the manufacturing process. A visual inspection of the returned cycler exterior showed no sign of physical damage. Simulated treatment was performed and completed without any unexpected alarms or problems occurring. The valve actuation test, system air leak test and patient sensor calibration check passed. The load cell verification was within tolerance. There were no discrepancies encountered in the internal inspection of the cycler. The record review confirmed the labeling, material, and process controls were within specification. There were no reported device malfunctions that would have caused the reported event. Conclusion: there is no documentation that shows a causal relationship between the event of a small abdominal hernia and the liberty cycler. However, there is an association between the event of a small abdominal hernia and the increase in intra-abdominal pressure that can occur during the normal course of pd therapy.

Event description:
Information in the complaint file was reviewed by a post market surveillance clinician. On 06/20/2017 during a call to the patient¿s peritoneal dialysis (pd) nurse it was reported that this end stage renal disease (esrd) patient on continuous cyclic peritoneal dialysis (ccpd) therapy had recently been diagnosed with a hernia. According to the pd nurse because of recent issues (not specified) with pain during pd therapy, the pd nurse strongly urged the patient to return to his doctor to report the growing intensity of pain, as the nurse felt the pain could be deferred pain from the hernia. A return call received (B)(6) 2017 from the patient¿s spouse confirmed the patients¿ hernia is a small abdominal hernia, which had not impacted the patient¿s treatment. The spouse also reported that the patient had gone to the hospital in (B)(6) 2017 (exact date not given) and had been told by his physician that he did not need surgery. No changes were made to the pd therapy and the patient continued to perform ccpd using delflex.

Manufacturer narrative:
Date of event defaulted to the beginning of the month on (B)(6) 2017 as the exact date of event was unknown. An investigation of the device manufacturing records was conducted by the manufacturer. There were no deviations or non-conformances during the manufacturing process. A visual inspection of the returned cycler exterior showed no sign of physical damage. Simulated treatment was performed and completed without any unexpected alarms or problems occurring. The valve actuation test, system air leak test and patient sensor calibration check passed. The load cell verification was within tolerance. There were no discrepancies encountered in the internal inspection of the cycler. The record review confirmed the labeling, material, and process controls were within specification. There were no reported device malfunctions that would have caused the reported event. A supplemental medwatch report will be submitted upon completion of the investigation.

Event description:
A peritoneal dialysis (pd) patient's clinic registered nurse (rn) reported the pd patient had a recent diagnosis of a hernia. The pdrn could not pin point the onset or diagnosis date, and was unable to provide the type of hernia. Per pdrn the patient had been hospitalized for the hernia event due to the onset of the abdominal pain, and stated the hernia had not been repaired. The pdrn stated that it was not known if this was related to the peritoneal dialysis treatment or the patient's cycler. The pdrn stated the pain reported having pain which was possibly caused for the hernia and that she had strongly urged the patient to return to the doctor for an update on what is going on regarding the size of the hernia. Per pdrn the patient was being followed for his by his doctor and the pd patient continued peritoneal dialysis treatments despite the pain. The pdrn stated no additional information was available regarding the event.